Event description:
It was reported that the fiber exhibited end firing during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe mild detritus adhesion on surface. Cap wear is a known inherent risk of device. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The potential for forward firing may exist. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber exhibited end firing during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.